Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 16.5 mmol/l at the time of the incident. The customer was vomiting at the time of the incident. The customer was assisted with reviewing the insulin pump settings. Customer agrees pump is operating as designed. The customer returned the product for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The motor functioned properly during testing. No drive/motor anomaly was noted. The pump was returned for pump error 53. The formatted history file analysis confirmed the pump error 53 due to the software error. The pump had minor scratches on the display window, a missing display window cover, a scratched case, a fading serial number label, a scratched keypad overlay, a pillowing keypad overlay and a cracked keypad overlay at the select button.